Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of emerge balloon catheter with no other devices. There was blood and contrast in the inflation lumen. Microscopic examination revealed no damage or irregularities were identified with the tip and shaft. Magnified inspection identified a 8mm longitudinal tear in the balloon material on the proximal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material and ro markerbands that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified left anterior descending artery. A 2.25mmx20mm emerge¿ balloon catheter was advanced for pre-dilation and ivus was then performed. A 2.25mmx23mm non-bsc stent was deployed and then kissing balloon technique was attempted with the 2.25mmx20mm emerge¿ balloon and a 2.0mmx20mm emerge¿ balloon. However, the 2.25mmx20mm emerge¿ balloon failed to cross the previously implanted non-bsc stent. The procedure was completed with a 2.25mmx15mm non-bsc balloon. No patient complications were reported and the patient's condition was good. However, returned device analysis revealed longitudinal balloon tear.